Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds and high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. It was noted the impedances had gradually increased over the past few years. The physician elected to continue to monitor the patient/system. This rv lead remains in service. No adverse patient effects were reported.